Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the patient's lead was repositioned. An additional lead was also implanted. Surgical intervention resolved the patient's issues.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been experiencing discomfort in her back while lying down, occasional muscle spasms at her lead site, and ineffective stimulation/stimulation in unintended areas. Reprogramming attempts have been unable to provide effective/needed therapy. X-rays were taken and revealed lead migration. As a result, the patient will undergo surgical intervention on a later date.